Event description:
The complainant reported a patient in non-st elevation myocardial infarction with hypotension, acute severe mitral regurgitation, and low ejection fraction was implanted with an impella 5.5 device for mechanical circulatory support to stabilize and unload the patient's left heart. During delivery of the impella into the left ventricle, the impella 5.5 was placed directly info the papillary wall and was unable to be moved. The medical team was advised to pull the guidewire, and then turn the impella as there was suspicion the guidewire was in the chordae. The patient then went into bradycardia and lost blood pressures. The impella 5.5 was successfully turned towards the apex after removal of the guidewire and support was then initiated. It was noted by the physician they believe that the patient's pressures dropped due to the right coronary artery being completely blocked and having no perfusion. During support, there were suction alarms. The power level of the impella 5.5 was dropped from p9 to p8 and the patient was given fluid volume to resolve the alarms. The patient remained on support for 5 days, and it was determined the patient was unlikely to survive any further revascularization and the decision was made to withdraw care. Care was withdrawn, and the patient expired. Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This report is being filed as part of a retrospective review of historical records.